Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. The customer ordered unit main electronics for replacement.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Technical support received the logs from customer. Logs shows that high blower temperature alarms were triggered and reached maximum temperature of 139.9 degree celsius. Additionally, alarm 316 (blower failure) was also active and the blower test results confirmed that there is blower failure. Technical support requested the customer to inspect the blower driving hardware on the main electronics for any visible damages due to high temperature. A separate report was submitted under manufacturer reference (B)(4) for the blower failure issue.

Event description:
The customer reported that the bellavista 1000 experienced main electronics failure. Patient involvement is not known at this time.